Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system reported that one of her non-bsc leads was fractured. This device would exhibit a thumping feeling and the patient would reportedly pass out. The patient's physician would then reprogram the device and subsequent episodes were observed. The patient noted that a revision procedure would be performed, to replace the fractured lead and possibly explant the device. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.